Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00520. The field service representative (fsr) ran cooler heater unit for two hours, but could not duplicate reported problem. The circuit breaker that was tripping was at the wall.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the circuit breaker on the cooler heater unit was tripping anytime the cardioplegia (cpg) button was pressed. Since the event occurred during preventative maintenance, there was no patient involvement.